Event description:
It was reported that the surgeon observed ai (aortic insufficiency) post op. Reportedly, three echo cardiologist reviewed the echo and all agreed it was moderate regurgitation. It was additionally reported that the valve was not explanted; however, it was reported that the surgeon re-opened the pt to determine the reason for the leakage. Reportedly, no reason was found.

Manufacturer narrative:
Device not returned.